Manufacturer narrative:
The device was returned and the evaluation found the front panel display will appear occasionally due to faulty printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit had black screen appear once in 5-6 times of boot up. The issue occurred during preparation for use. There were no reports of patient harm.

Event description:
The reported malfunction occurred before a laparoscopic surgery. The procedure was complete by use of a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "the front panel display will appear occasionally" occurred due to failure of the printed circuit board. The cause of the faulty printed circuit board could not be specified and the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.